Manufacturer narrative:
It was reported that an ide study patient was admitted with a suspected pump thrombosis. The patient presented to the emergency room (ER) after developing significant hematuria between the 3am and 5am on (B)(6) 2014. There were also increased power and flow and high watt alarms with an ldh of 1223 (normal 125-220). Given the previous history of suspected pump thrombosis the decision was made to treat the patient with an increased anticoagulation regimen and tissue plasminogen activator (t-pa) per the hospital protocol. 10 mg of vitamin k IV was given to reverse inr prior to tpa infusion. Heparin and alteplase was started and the patient was also treated with aggrastat. The treatment was continued, t-pa infusion for 24 hours. The watts returned to 3.5 and flow 4.2. The lvad parameters stabilized (watts returned to 3.5 and flow to 4.2) with the ldh coming down to 432 on (B)(6) 2014. Long term anticoagulation regimen aspirin, coumadin and plavix were planned with monitory of the inr with a goal of 2.5-3.5. Pt. Was discharged home in stable condition on (B)(6) 2014. This patient has history of similar suspected thrombus event one month prior to this event. History of ventricular tachycardia with internal cardiac defibrillator, insulin dependent diabetes mellitus, hypertension with medication, hyperlipidemia with medication, former smoker, systolic murmur, muscular-generalized weakness. The hvad pump ((B)(4)) was not returned to the manufacturer for analysis as it remained implanted in the patient. A review of the device's manufacturing records indicated that the unit met all the internal requirements prior to the quality assurance release process. Although a definitive root cause conclusion cannot be made, clinical, patient and pharmacological factors may have impacted the event with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that an ide study patient was admitted with a suspected pump thrombosis. The patient presented to the emergency room (ER) after developing significant hematuria between the 3am and 5am on (B)(6) 2014. There were also increased power and flow and high watt alarms with an ldh of 1223 (normal 125-220). Given the previous history of suspected pump thrombosis the decision was made to treat the patient with an increased anticoagulation regimen and tissue plasminogen activator (t-pa) per the hospital protocol. 10 mg of vitamin k IV was given to reverse inr prior to tpa infusion. Heparin and alteplase was started and the patient was also treated with aggrastat. The treatment was continued, t-pa infusion for 24 hours. The watts returned to 3.5 and flow 4.2. The lvad parameters stabilized (watts returned to 3.5 and flow to 4.2) with the ldh coming down to 432 on (B)(6) 2014. Long term anticoagulation regimen aspirin, coumadin and plavix were planned with monitory of the inr with a goal of 2.5-3.5. Pt. Was discharged home in stable condition on (B)(6) 2014. This patient has history of similar suspected thrombus event one month prior to this event. History of ventricular tachycardia with internal cardiac defibrillator, insulin dependent diabetes mellitus, hypertension with medication, hyperlipidemia with medication, former smoker, systolic murmur, muscular-generalized weakness.